Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was in the hospital at the time of the event. At 18:09:28 the patient degraded from a sinus rhythm to vf. The patient remained in vf for approximately 2.5 minutes. Varying amplitude of the vf signal and intermittent response button use by hospital staff prevented the lifevest from satisfying the detection algorithm. The lifevest electrode belt was disconnected at 18:10:37. It was reported that the lifevest was removed because it "kept shocking" hospital staff. Per the attached device download data, no treatments were delivered by the lifevest during the event.